Event description:
2.5 hex screwdrivers in matta pelvic basic instruments are worn down from use and caused screwdrivers to slip in screw head while turning.

Event description:
2.5 hex screwdrivers in matta pelvic basic instruments are worn down from use and caused screwdrivers to slip in screw head while turning.

Manufacturer narrative:
Evaluation summary: the affected device was returned for investigation. The device looks worn down from use. The affected device was sent to the manufacturing cell for dimensional and functional inspection. Results show the device is out of specification due to the fact it was used multiple times. The ao coupling is also damaged. Therefore, the reported event that the screwdriver slips in the screw head could be confirmed. Based on investigation, the root cause of the determined damage was attributed to a use related issue (wear and tear). The device was manufactured more than 3 years ago. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.